Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt), calcium gen.2, and tina-quant c-reactive protein IV (crp) results for 5 patient samples on a cobas 8000 c702 module. There were multiple results provided for alt; a couple of representative examples have been provided. Patient 1's initial alt result was 70 u/l, and the repeat result was 19 u/l. Patient 2's initial alt result was 68 u/l, and the repeat result was 35 u/l. The customer stated that the alt results were questioned because there were linearity flags on the infinity. Patient 3's initial crp result was 272.87 mg/l, accompanied by a data flag. The repeat result was 61.55 mg/l. Patient 4's calcium result was 1.21 mmol/l, accompanied by a data flag. The repeat result was 2.29 mmol/l. Patient 5's calcium result was 1.46 mmol/l, accompanied by a data flag. The repeat result was 2.33 mmol/l.

Manufacturer narrative:
The alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) reagent lot number is 936763, and the expiration date was not provided. The calcium gen.2, and tina-quant c-reactive protein IV (crp) reagent lot numbers and expiration dates were not provided. A field service engineer (fse) checked the laundry and also the photometric lightpath. They found that the rinse nozzle on rinse station 2 was overfilling the cells and spilling over into neighbouring cells. The fse adjusted the filling level and checked it. The fse also replaced the lens, heat-cut filter, lamp, and cuvettes. The bath water was also exchanged, and a log amp current adjustment was performed. The blank cell calibration was done and passed. The module was handed back to the customer to complete qc. The investigation is ongoing.